Manufacturer narrative:
H10: h6: one 72203721 fast-fix 360 curved needle delivery expanded indication system device was used for treatment but not returned for evaluation. Due to unavailability, evaluation was limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) incomplete needle penetration through meniscus. 3) anchor proximity; tension causing t1 to pull t2. 4) difficulty with reaching the desired tissue location. 5) inadequate tissue conditions. 6) entanglement with other instruments or devices. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fast fix t2 implant was not able to be deployed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.